Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: information received in complaint form: during a cholecystectomy under coelio the surgeon uses a surgeon uses a clip epix ref. Ca500 to clip the cystic duct and the cystic artery. During the placement of a clip at the level of the artery the clip closed but no clip came out and at the time of removal the clip pulled out the artery. Use of the bipolar to stop the bleeding. Use of a second clip applier. Disposable not available for analysis. Information received in customer complaint form: [translation]: during a laparoscopic cholecystectomy the surgeon used an epix clip applier model ca500 to clip the cystic duct and the cystic artery. While placing a clip on the artery, the clip applier closed but no clip came out and when removing the clip applier it tore the artery. Information received from applied medical representative via email on 14-feb-2023: there was not much blood loss. No clips were fired beforehand. The only clip misfired is the one that led to this incident. There were no other devices involved. Patient status: at the time of removal the clip pulled out the artery. The procedure ends well and the patient is ok. Intervention: use of the bipolar to stop the bleeding. Use of a second clip applier.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy event description: information received in complaint form: during a cholecystectomy under coelio the surgeon uses a surgeon uses a clip epix ref. Ca500 to clip the cystic duct and the cystic artery. During the placement of a clip at the level of the artery the clip closed but no clip came out and at the time of removal the clip pulled out the artery. Use of the bipolar to stop the bleeding. Use of a second clip applier. Disposable not available for analysis. Information received in customer complaint form: translation reviewed by native speaker: during a laparoscopic cholecystectomy the surgeon used an epix clip applier model ca500 to clip the cystic duct and the cystic artery. While placing a clip on the artery, the clip applier closed but no clip came out and when removing the clip applier it tore the artery. Information received from applied medical representative via email on 14-feb-2023: there was not much blood loss. No clips were fired beforehand. The only clip misfired is the one that led to this incident. There were no other devices involved. Information received from applied medical representative via email on 17-feb-2023: the procedure ends well and the patient is ok patient status: the procedure ends well and the patient is ok intervention: use of the bipolar to stop the bleeding. Use of a second clip applier.